Event description:
Patient was taken to the pediatric cath lab for cardiac catheterization and balloon angioplasty of the pulmonary artery. During the procedure, the cardiologist inflated the balloon, it ruptured and when tension was applied to remove the balloon, part of the balloon broke off and could not be removed. The balloon tip embolized to the left lower posterior pulmonary artery small distal branch. A transesophageal echocardiogram (tee) was done which demonstrated no intracardiac foreign bodies. The patient was monitored in the pacu overnight and discharged the next morning.